Event description:
Mask would not inflate.

Manufacturer narrative:
It was reported that there was a hole in the mask therefore the mask would not inflate. Due to this, a new mask was opened. It was reported that "infant needed CPAP following a scheduled repeat c/s". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.